Manufacturer narrative:
Batch review performed on 31 march 2022: lot 157808: (B)(4) items manufactured and released on 24-feb-2016. Expiration date: 2021-02-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 01-01-2018. Other devices involved: stem: amistem h 01.18.134 ha coated std stem size 4 (k093944) lot. 160737: (B)(4) items manufactured and released on 18-may-2016. Expiration date: 2021-05-02. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event since 01-01-2018 (resterilized devices considered). Ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 155424: (B)(4) items manufactured and released on 23-dec-2015. Expiration date: 2020-12-05. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event since 1-1-2018.

Event description:
Revision surgery 5 year and 6 months after primary. The reason of pain is unknown. Stem, head and liner revised successfully.